Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was almost 500 mg/dl. He was unable to get his blood glucose level down with the insulin pump. He took a pen and gave himself an injection. Sometimes the infusion set was not delivering insulin and caused his blood glucose level to go up. Sometimes the infusion set did not stick very well. The device was not returned.